Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found.

Event description:
It was reported that the patient had a pocket infection. The device was removed. No further patient complications have been reported as a result of this event.